Event description:
It was reported that a preloaded intraocular lens (iol) had an issue with one of its haptics, and the lens needed to be removed. Through follow-up, we learned that there were difficulties when injecting the lens into the margin, requiring force, even though the main incision of 2.2 mm had been enlarged beforehand. The first haptic became twisted in the anterior chamber. The doctor decided to extract the implant using monofilament forceps while 3/4 of the optic was inserted through the main incision. There were no clinical consequences following this explantation, and no further details were provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed in the initial surgery. Section d6b: if explanted, give date: n/a, as lens was removed in the initial surgery. (B)(6). Section h6 -health effect - clinical code: 4581: hs-incision enlarged device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.